Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus'), embedded device ('the uterus is opening to reveal 2 coil metallic wires embedded at each cornu and extending through each fallopian tube lumen respectively') and pelvic pain ('physical pain/pain pelvic') in a 24-year-old female patient who had essure (ess205) (batch no. 12267472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, tonsillectomy, low back pain, abdominal pain, dysfunctional uterine bleeding, itching and pruritus. Concomitant products included amoxicillin, amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), levocetirizine dihydrochloride (xyzal), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and paracetamol (tylenol regular). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), depression ("psychological or psychiatric condition: depression/psych injury") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery ((B)(6) 2011 supracervical hysterectomy (uterus only) surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, dyspareunia, migraine, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge, abdominal pain, bladder disorder, urinary tract disorder and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for:pain, abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was: successfully-occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2011: uterine fundus, 48 g: - basalis endometrium - unremarkable myometrium. Concerning injuries reported in this case the following one was described in patient medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event: uti and vaginal discharge outcome were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus'), embedded device ('the uterus is opening to reveal 2 coil metallic wires embedded at each cornu and extending through each fallopian tube lumen respectively') and pelvic pain ('physical pain/pain pelvic') in a 24-year-old female patient who had essure (ess205) (batch no. 12267472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, tonsillectomy, low back pain, abdominal pain, dysfunctional uterine bleeding, itching and pruritus. Concomitant products included amoxicillin, amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), levocetirizine dihydrochloride (xyzal), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and paracetamol (tylenol regular). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), depression ("psychological or psychiatric condition: depression/psych injury") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and urinary tract infection ("uti"). The patient was treated with surgery ((B)(6) 2011 supracervical hysterectomy (uterus only) surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, dyspareunia, vaginal discharge, migraine, depression, anxiety and urinary tract infection outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 02-may-2005: essure device was: successfully-occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2011: uterine fundus, 48 g: basalis endometrium and unremarkable myometrium. Concerning injuries reported in this case the following one was described in patient medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-new event uti were added. Outcome of pelvic pain , menorrhagia , vaginal bleeding , genital bleeding and abdominal pain updated to recovered / resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus'), embedded device ('the uterus is opening to reveal 2 coil metallic wires embedded at each cornu and extending through each fallopian tube lumen respectively') and pelvic pain ('physical pain/pain pelvic') in a 24-year-old female patient who had essure (ess205) (batch no. 12267472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, tonsillectomy, low back pain, abdominal pain, dysfunctional uterine bleeding, itching and pruritus. Concomitant products included amoxicillin, amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), levocetirizine dihydrochloride (xyzal), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and paracetamol (tylenol regular). On(B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6)2011 supracervical hysterectomy (uterus only) surgical removal of coil(s)). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the device expulsion, embedded device, dyspareunia, vaginal discharge, migraine, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered anxiety, depression, device expulsion, dyspareunia, embedded device, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: essure device was: successfully-occluded. Total bilateral occlusion. Pathology test - on (B)(6)2011: uterine fundus, 48 g: basalis endometrium and unremarkable myometrium. Concerning injuries reported in this case the following one was described in patient medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus'), embedded device ('the uterus is opening to reveal 2 coil metallic wires embedded at each cornu and extending through each fallopian tube lumen respectively'), pelvic pain ('physical pain/pain pelvic') and genital haemorrhage ('gen. Abnormal bleed') in a 24-year-old female patient who had essure (ess205) (batch no. 12267472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, tonsillectomy, low back pain, abdominal pain, dysfunctional uterine bleeding, itching and pruritus. Concomitant products included amoxicillin, amoxicillin;clavulanic acid (augmentin), ibuprofen (motrin), levocetirizine dihydrochloride (xyzal), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and paracetamol (tylenol regular). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric condition: depression/psych injury") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery ((B)(6) 2011 supracervical hysterectomy (uterus only) surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, dyspareunia, vaginal discharge, migraine, depression, anxiety, abdominal pain and genital haemorrhage outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, dyspareunia, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was: successfully-occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2011: uterine fundus, 48 g: basalis endometrium. Unremarkable myometrium. Concerning injuries reported in this case the following one was described in patient medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated. Event: abdominal pain, gen. Abnormal bleed,bladder disorder nos,urinary problems were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus'), embedded device ('the uterus is opening to reveal 2 coil metallic wires embedded at each cornu and extending through each fallopian tube lumen respectively') and pelvic pain ('physical pain/pain pelvic') in a (B)(6) female patient who had essure (ess205) (batch no. 12267472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, tonsillectomy, low back pain, abdominal pain, dysfunctional uterine bleeding, itching and pruritus. Concomitant products included amoxicillin, amoxicillin; clavulanic acid (augmentin), ibuprofen (motrin), levocetirizine dihydrochloride (xyzal), levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), paracetamol (acetaminophen) and paracetamol (tylenol regular). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2011 supracervical hysterectomy (uterus only) surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device expulsion, embedded device, dyspareunia, vaginal discharge, migraine, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia was resolving. The reporter considered anxiety, depression, device expulsion, dyspareunia, embedded device, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was: successfully-occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2011: uterine fundus, 48 g: basalis endometrium, unremarkable myometrium. Concerning injuries reported in this case the following one was described in patient medical records: embedded device. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), dyspareunia, migraines / headaches, migration of essure location of device: uterus, embedded device psychological or psychiatric condition: depression and mental anguish, vaginal discharge" were added. Outcome of event " pain and abnormal bleeding" were updated as recovering. Concomitant drug, lab data and medical history were added. Reporter information and patient aka name were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.